Manufacturer narrative:
(B)(4).

Event description:
Dexcom received a report through pending field action on (B)(6) 2016 to claim no audio output on (B)(6) 2016. The reporter's relationship to the patient is not known. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to claim no audio output on (B)(6) 2016.